Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No cosmetic damage noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer also report the blood glucose was 489 mg/dl and 130 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was advice the pump will need to be replaced. Advice to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.